Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was requesting witness to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station requested witness to log in. A technical support specialist (tss) logged in as an administrator and launched device manager. The tss uninstalled the biometric identifier and selected yes when prompted to reboot. After the reboot, the customer confirmed that the biometric identifier was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.